Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the possible use error in this complaint. The investigation included evaluation of the companion sample; no issues were found during evaluation and the reported problem could not be confirmed. The as reported cause and the root cause per the evaluation were both undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice (hc) during use during dwell 3 of 4 while connected. The baxter technical services representative (tsr) advised the hp to use manual supplies as the tsr could find no reason for the system error 2240. The solution to this issue was provided over the phone. Baxter corporate product surveillance contacted the hp on (B)(6) 2011. The hp stated that she thinks she might have forgotten to prime the patient line extension that she was using that night, but was unsure. She did not notice anything unusual about her supplies. A companion sample was requested for evaluation. The hp did not know the lot number of the cassette, but would include it with the sample if she found it. The hp had told her registered nurse about the event. The patient's therapy has been going well since, and there were no adverse events following this occurrence. There was patient involvement but no injury or medical intervention was reported.